Event description:
The customer's mother reported that the customer was hospitalized for congestive heart failure. The customer also experienced high blood glucose levels during the hospitalization. Troubleshooting was performed, and the insulin pump passed the prime and self tests. The mother declined to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.